Event description:
A health care facility began to use the gloves in 11/97 and over a 4 month period started to see various tissue reactions. A total of 62 users experienced difficulties with 14/62 exhibiting irritation & sensitization and 50/62 exhibiting extreme dryness, scratches and flakey skin. Conditions occur after 1 to 4 hrs of use with repeated glove changes. No respiratory difficulties. Facility does not feel any changes have occurred relative to creams, disinfectants or soaps used by personnel.